Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient did not wear a mask to perform therapy. Two days after onset, the patient was hospitalized for this event. Treatment for this event was injection ceftazidime (500 mg, route, frequency and duration not reported) and amikacin (125 mg, route, frequency and duration not reported). Action taken with therapy was not reported. It was not reported if the patient has been retrained on aseptic technique. At the time of this report, the patient is recovering from this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.